Manufacturer narrative:
Upon reassessment of the reported event, it was determinate this MDR was not filed under the correct MFR number. This event will be reported under MFR number 3002806535 (UK).

Event description:
Upon reassessment of the reported event, it was determinate this MDR was not filed under the correct MFR number. This event will be reported under MFR number 3002806535 (UK).

Manufacturer narrative:
(B)(4). D10: unknown femoral component- unknown lot. Unknown bearing- unknown lot. G2: foreign: germany. Literature: julius watrinet, philipp blum, michael maier, stefen klingbeil, stephan regenbogen, peter augat, rolf schipp, wolfgang reng (2024) undersizing of the tibial component in oxford unicompartmental knee arthroplasty (uka) increases the risk of periprosthetic fractures. Arch orthop trauma surg 144, 1353¿1359 (2024). Https://doi.org/10.1007/s00402-023-05142-z. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that one patient part of the cementless group experienced a tibial periprosthetic fracture on day 17 post-op with implant mismatch size l femoral/c tibial components. Due diligence has been completed for this complaint; to date all available additional information has been received.